Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was detached from the pushwire and missing. The pushwire found broken on the proximal end with the release wire pulled out. The pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). As the received device condition did not match the complaint description, follow-up was conducted for additional information and to verify the correct device was returned without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached subsequent to the break in the pushwire with the release wire pulled back. It is possible that these damages occurred, and the parts became lost during shipping during return to medtronic for evaluation, as the detachment was not reported at the time of the event.

Event description:
Medtronic received information that during coiling treatment of the aneurysm this coil stretched during delivery. It was reported that it was in the catheter about 20cm; it was found that could not be pushed. The physician removed the coil from the patient and replaced a new one to complete the procedure. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.